Event description:
It was reported that after primary surgery, using journey ii xr implants patient had knee stiffness and decreased range of motion. Despite physical therapy; adequate pain management, the patient was unable to maintain an acceptable post operative knee range of motion. A manipulation under anesthesia was performed to resolve the event. Patient gained significant range of motion and was able to achieve more terminal flexion.